Event description:
It was reported the pt developed withdrawal symptoms and was in the or having the system replaced. Additional info has been requested. A follow-up report will be submitted when additional info is available.